Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause was not determined. Patient stated that they were overall disappointed with the performance of the new battery. No steps were taken and the issue was not resolved. Recharging took 1.5 - 2 hours and the battery would not last 4 days. After recharge the patient could not feel any activity from the stimulator. They had checked the level of charge left in the battery after 2 days and it was below 50%.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt stated he is pretty sure the stimulator is not working. Patient stated they had a new battery put in (B)(6) and when they charged it up it worked for about a day and then it quit. Patient said they would feel it if it was working and states doesn't feel it. Agent reviewed not all patients do feel the stimulation and pt was upset during call. Pt states should be working a week to 10 days before charging again. Agent asked if patient has always felt the stimulation and patient said they have always felt it. Patient mentioned they charged up again and restarted it and it seemed to work for a day again and then stopped working. Pt became upset stating he should not have to charge daily and agent reviewed charging depends on usage and settings and what is programmed. Pt states no way he should take 2 hours to charge this thing. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.